Event description:
Procedure type: robotic assisted lap hysterectomy. According to the reporter: the needle came off the suture while it was being pushed through the trocar causing 45+ minute delay looking for the needle. X-ray needed to be used to locate the needle for retrieval. After time spent looking so, x-ray called in. The robotic system needed to be converted to a standard laparoscopic procedure for retrieval of the needle. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, or conversion to open. Operating room time was extended 45-60 minutes.

Manufacturer narrative:
(B)(4).